Event description:
A customer contacted beckman coulter inc. (Bci) regarding troponin (accutni) results for 2 patients generated by the synchron lxi 725 clinical system which were discrepant to a point-of-care instrument. The samples were tested via an alternate methodology and the results matched the point-of-care instrument results. Per customer, the point-of-care instrument results and alternate methodology results are considered correct. Details of the alternate methodology were not supplied. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc run before the event was within specification. A field service engineer (fse) was on-site (B)(4) 2010 and performed some adjustments and then ran a precision run, system check and carryover test all of which passed and no hardware issues were identified. A clear root cause for this event has not been determined to date.